Event description:
It was reported that the patient was hospitalized due to suspected pericarditis. The atrial lead caused perforation and pericardial effusion. The lead was programmed off and remains in the patient. A lead revision is being considered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.